Manufacturer narrative:
Device evaluation: the customer reported issue of "downstream occlusion (dso) seal bubbled" was confirmed, there was dso seal delamination. The cause was normal wear and tear. Further investigation found upstream occlusion (uso) seal buckling. Replaced dso seal and uso seal. The device passed all functional testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the downstream occlusion (dso) seal was bubbling up¿; during device evaluation it was found downstream occlusion (dso) seal delamination and upstream occlusion (uso) seal buckling. Status of the product at the time of event was during testing. There was no patient involvement.